Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed unexpected restart. The customer's blood glucose level was 113mg/dl at the time of the incident. It was reported that there was no temp basal programmed and the insulin pump was not stored without a battery prior to the unexpected restart alarm. It was also reported that alarm did not occur during battery change and that it was the second time the alarm occurred during normal use. The insulin pump will not be returned for analysis.